Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with an unresponsive keypad at the right directional button. Unable to perform the self test due to unresponsive keypad. Unable to download history files and traces using [thump] due to unresponsive keypad. Pump was cut open to perform visual inspection and found moisture damage on the [corroded keypad traces / keypad flex connector / pcba 1 near lcd screen / pcba 2 / force sensor]. Test p-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, cracked case, minor cracked lcd display window, and cracked belt clip rails. Unresponsive keypad was observed during analysis and confirmed due to moisture damage on the [corroded keypad traces / keypad flex connector / pcba 1 near lcd screen / pcba 2]. Alleged cosmetic damage confirmed where cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, cracked case, minor cracked lcd display window, and cracked belt clip rails were noted. For additional information regarding the tests performed refer to (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported insulin pump was dropped and had moisture damage. The customer also reported a crack on screen/display, belt clip rail and battery tube side. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the product was returned for analysis.